Manufacturer narrative:
Correction: the correct response in section h2-follow-up type should have been "correction, additional information and device evaluation", rather than "correction and additional information".

Manufacturer narrative:
Correction: the correct first notification date should have been 17jul2024, rather than 18jul2024. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital with bacterial sepsis. The patient suffered from fever, general weakness and arrythmia. The device pocket was filled with purulent drainage. The physician explanted the entire system- pacemaker, right atrial lead and right ventricle lead to resolve the issue. The patient remained in stable condition.